Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on (B)(6) 2013. According to the complainant, during the procedure, difficulty was experienced when deploying the stent because the locking mechanism was kept in the locked position, causing resistance and the push catheter to coil on itself. Despite this resistance, they were able to deploy the stent successfully. Immediately after the stent was deployed, the physician noted the distal end of the stent in the duodenum appeared deformed and decided to remove the stent with a snare. During removal, the snare cut through the stent. It was reported that about four attempts were made to remove the stent with the snare and that all fragments of the stent were successfully retrieved. The physician chose not to place a stent; however there were no issues or patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the correct upn and lot # are m00534350/14786425; the device expiration and manufacturer dates were updated.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the expiration and manufacture dates are unknown. It was reported the device was not used past its expiry datethe device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct on (B)(6) 2013. According to the complainant, during the procedure, difficulty was experienced when deploying the stent because the locking mechanism was kept in the locked position, causing resistance and the push catheter to coil on itself. Despite this resistance, they were able to deploy the stent successfully. Immediately after the stent was deployed, the physician noted the distal end of the stent in the duodenum appeared deformed and decided to remove the stent with a snare. During removal, the snare cut through the stent. It was reported that about four attempts were made to remove the stent with the snare and that all fragments of the stent were successfully retrieved. The physician chose not to place a stent; however, there were no issues or patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.